Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 402 mg/dl and insulin pump had off no power alarm. Customer stated that the shut off and sounded like it was winding back. Troubleshoot was performed for off no power. Customer states they did receive a low battery alert prior to the off no power alert. The customer was advised that the pump will be replaced. The insulin pump will not be returned for analysis.